Event description:
Last spring I began use of the medtronic minimed 530 g system with enlite sensors. Over the enlite sensors. Over the past year approximately 80-85 % of the sensors have not worked as indicated. The sensors are wildly inaccurate. I've been awakened numberous times with alerts that my sugar was dangerously low, only to have it be in reality dangerously high. I have reported most of these incidents to medtronic and won't be ordering any more. I won't go on and on, because this is a well documented problem. I can not believe that this product received FDA approval. This has happened on multiple occasions. Lot number and expiration date provided below are for the current batch that malfunctioned again in a dangerous way, reporting lows while going high. "The product suggests that you finger stick more times than my insurance allows for." I calibrated according to the instructions and follow everything I have been told about use. While medtronic often tries to implicate the user, I know what I am doing. This is a shoddy and dangerous product.